Event description:
It was reported that during use in a procedure at the user facility, the device was under delivering energy, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during use in a procedure at the user facility, the device was under delivering energy, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.